Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device emitted tones which was found to be due to the device and right ventricular (rv) lead exhibiting high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the clinic changed the high shock impedance alert threshold to 150 ohms and planned to continue monitoring this patient remotely on a monthly basis with an in-clinic follow-up appointment a few months later with no plan for intervention. There were no adverse patient effects. This product remains in service.